Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. The procedure was to treat a lesion in a narrow mid left anterior descending artery that was 80% stenosed. Angiography revealed three vascular lesions. A 3.0 x 23 mm xience xpedtion stent was implanted. The patient was discharged on (B)(6) 2014. On (B)(6) 2017 the patient was re-hospitalized for discontinuous anterior chest distress. Angiography showed the xience xpedition stent was occluded. Medication was given to the patient for treatment. The patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: angiography performed on (B)(6) 2017 showed thrombosis.